Manufacturer narrative:
A complaint investigation will be performed. Not indicated if the complaint product is available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No indication that sample is available

Event description:
(B)(4). The customer is claiming the detachment of the tulip head from the screw with reference to monarch system.